Manufacturer narrative:
Based on the claim against the product by the customer noting the teflon pad of the harmonic ace (ha) instrument fell into the patient¿s anatomy, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Failure analysis found the primary failure of teflon pad damage to be related to the customer reported complaint. Visual inspection was performed, and the instrument was found to have teflon pad damage. The teflon pad, measuring approximately 0.100" x 0.373" in size, was found to be dislodged and not returned with the instrument. Common cause of this failure is attributed to mishandling/misuse of the device. The complaint regarding physical damage of the harmonic ace (ha) instrument was confirmed by failure analysis, which indicated that the device did contribute to the customer reported issue. The probable root cause of the teflon pad peeling off is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the teflon pad of the harmonic ace (ha) instrument fell into the patient¿s anatomy. The teflon pad was removed during the procedure. The customer used a new harmonic ace instrument to continue with the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ha instrument was inspected prior to use with no issue. The surgeon alleged that the product quality issue was the cause of the ha instrument being broken. The instrument was used for 20 minutes before the issue occurred. The surgeon did not notice any issue with the instrument functionality during the procedure. The instrument did not collide with any other instruments. The surgeon confirmed that all fragments were removed in the same procedure. No additional surgical procedure was performed to remove the fragment. No post-operative tests were performed. There was no patient injury. The patient did not return to the hospital for any complications. The hospital discarded the fragment piece, so it will not be returned.